Manufacturer narrative:
The reported event was confirmed as a manufacturing related issue. The sample was evaluated and was observed that the catheter had a pinhole on the rubberized layer that caused the water to leak through the drainage funnel (interlumen leak). This failure mode could be contributed by manufacturing process (eg: vigorous latex top-up from supply tank causing bubble void on rubberize layer). The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants.be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver coated catheter."

Event description:
It was reported that the catheter fell out of the patient due to a water leak.